Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer filled the cartridge, all of the insulin came back out of the septum. Customer's blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge.